Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was 77 mg/dl. Insulin was squirting out during the manual prime process. The drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.